Event description:
Caller reported a cartridge alarm 30, but there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Caller received assistance from technical support to properly load a new cartridge, successfully resumed insulin therapy, and the issue was resolved.